Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible because of issue in loading ippc software. Upon functional testing, the engineer identified issue in detecting hdd and one of the sata ports was not functioning. Review of system log files showed that the frontal ippc was malfunctioning. The engineer reinstalled the board software and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible and reselect application error was appeared. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc software was not loading and it needs to be replaced. Philips has started an investigation of this complaint.